Manufacturer narrative:
Supplemental submitted as investigation found the entire unit would not operate due to the micro switch being out of adjustment.

Event description:
It was reported by service report that the fowler function was intermittent due to the micro switch being out of adjustment. However, the fowler could still be lowered manually if needed. Furthermore, no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the fowler function was intermittent due to the micro switch being out of adjustment. However, the fowler could still be lowered manually if needed. Furthermore, no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.